Event description:
Boston scientific received information that during the routine device replacement procedure; as this pacemaker was removed (removal was difficult due to fibrous tissue), a 'snap' was heard and the header became loose and could be manipulated. The device was removed, successfully replaced, and returned for analysis. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Visual inspection of the device revealed normal setscrews and seal plugs. The header of the device was confirmed to be loose and broken apart from the device with adequate medical adhesive still attached to the header. Detailed laboratory analysis was able to confirm the clinical observations.